Event description:
It was reported that during a routine device change out for eri, insulation abrasion was observed on the left ventricle lead. All electrical measurements were normal. Technical services reviewed the cine film; the complaint could not be verified. The lead would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.